Manufacturer narrative:
This report is part of the 227 pilot program. Exemption number e2015050. (B)(4) devices were visually inspected and particulate larger than the specification was found in the fluid path. The root cause of this failure is attributed to the manufacturing process. Corrective actions are in process. All (B)(4) devices were returned and evaluated. All (B)(4) devices were labeled "for single use." None of the devices were reprocessed.

Event description:
This report summarizes <noe>13</noe> malfunction events. The distributor reported that foreign objects were identified in the barrel of the vacuum pressure syringe included in the kit during their initial inspection of received product. The devices were not sent to a user facility. No patients were involved.